Event description:
Dealer is stating that both motors per the end user are statement are heating up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.